Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Customer is complaining that his meter is reading high. Customer is feeling well with no medical attention needed at this time. Expected results:108-123mg/dl fasting. Test strip expiration date 08/25/2017. Date test strip vial was opened (B)(6) 2015. Test strips stored correctly. Back to back blood glucose tests resulted in: blood test 1:158mg/dl fasting. Blood test 2:140mg/dl fasting. Reviewed meter memory: 1:151mg/dl (B)(6) 2015 08:11:00 am fasting:yes. 2:146mg/dl (B)(6) 2015 08:15:00 am fasting:yes. 3:113mg/dl (B)(6) 2015 06:42:00 am fasting:yes. 4:211mg/dl (B)(6) 2015 06:40:00 am fasting:yes. 5:138mg/dl (B)(6) 2015 08:21:00 am fasting:yes. Customers concern:with 211mg/dl(B)(6) 2015 2 6:40am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 108-123mg/dl fasting. Verified the strips expire 08/25/2017. Customer confirms the strips are stored properly and were first opened. Customer performed back to back blood test, 158mg/dl and 140mg/dl fasting. Reviewed meter memory: 151mg/dl (B)(6) 2015 08:11:00 am fasting:yes; 146mg/dl (B)(6) 2015 08:15:00 am fasting:yes; 113mg/dl (B)(6) 2015 06:42:00 am fasting:yes; 211mg/dl (B)(6) 2015 06:40:00 am fasting:yes; 138mg/dl (B)(6) 2015 08:21:00 am fasting:yes. Customers concern with 211mg/dl (B)(6) 2015 2 6:40am.